Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2477-0007 lot number 22085777 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd alaris pump module smartsite blood infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood product spiked and leakage noted to top of drip chamber where two lines connect to chamber.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite blood infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood product spiked and leakage noted to top of drip chamber where two lines connect to chamber.